Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon collects the water, but the tubing in the bag would not drain the water.

Manufacturer narrative:
Per additional information received, bd has determined that this is not a reportable event. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the tube won't drain. The balloon collects water, but the bag will not drain at all.